Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. Review of the most recent repair record determined the comb was damaged. The comb was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the engine failed with its cable. The client cannot give exact date and describe it has happened before or after the surgery. The grid was damaged and the click wheel needed to be checked. No patient harm or delay reported. Upon completion of the investigation it was found that the comb was bent. No adverse events were reported as a result of this malfunction.